Manufacturer narrative:
(B)(4). D10: cat# 650-0264 lot# 1476477 tprloc 12/14 por lat 11x142. G2: foreign: italy. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 11 years later due to elevated metal ion levels and metallosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. The patient is examined for increase in metal ions and revision surgery is recommended. Left revision total arthroplasty metal on metal with necrosis however no revision op report provided. Diagnosis: fragments of detrital synovitis, medullary bone with extensive intertrabecular infiltration by phagocytosing histiocytes, likely prosthetic material, and detrital synovitis a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.